Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The device returned was erroneously submitted on (B)(4) . Patient was replaced with a like device. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal siltex rnd diap pkg 425cc breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 425cc breast implant had parallel lines of shell wear on the anterior aspect. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 425cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient has a planned bilateral explantation on (B)(6) 2020.